Event description:
A mother reported that her daughter experienced symptoms of an infected right eye, which she believed was fusarium keratitis while using renu with moistureloc mulit-purpose solution. The mother reported that her daughter used this particular bottle (lot # gh5114) for approximately one month. In 2006, the daughter was examined by a physician who diagnosed her with an eye infection of the right eye. The physician had cultures performed and also prescribed a medication (drug name unknown) to treat the daughter's infection. The culture results are unknown. Although further information was requested multiple times, the treating physician declined to provide further details.

Manufacturer narrative:
Chemical testing of the returned sample showed the product met all shelf life limits. Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.